Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a cystocele repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced urinary retention that has not yet resolved. The patient has been self-catheterizing 5 times per day and once at night. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, and not related to the device. The patient was discharged with the catheter on (B)(6) 2014. On (B)(6) 2014, the patient experienced worsening constipation. The event was reported as moderate in severity and resolved with dulcolax and stool disimpaction. The investigator assessed the event as pelvic floor related, probably related to the procedure, and not related to the device.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a cystocele repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced urinary retention that has not yet resolved. The patient has been self-catheterizing 5 times per day and once at night. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, and not related to the device. The patient was discharged with the catheter on (B)(6) 2014. On (B)(6) 2014, the patient experienced worsening constipation. The event was reported as moderate in severity and resolved with dulcolax and stool disimpaction. The investigator assessed the event as pelvic floor related, probably related to the procedure, and not related to the device. Additional information received on january 15, 2015 indicates that on (B)(6) 2014 the patient underwent a procedure to remove 5% of the single incision sling. The retention resolved following the procedure on (B)(6) 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.